Event description:
It was reported that 3 bd autoshield duo pen needle 30ga 5mm experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 329515; batch no: 9266374. Complaint 2 of 2. Verbatim: damaged pen needle box.

Manufacturer narrative:
Additional information has changed the event type captured in this complaint to a damaged unit package/seal where sterility of the product is not breached. This event is not considered reportable, therefore the previous MDR should be disregarded. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd autoshield duo pen needle 30ga 5mm experienced product damage with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 329515 batch no: 9266374. Complaint 2 of 2. Verbatim: damaged pen needle box.